Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The tubing was found to have been cut towards the proximal end, and the suture and carrier tube were removed from the sheath. The suture was found to have been cut at both the distal tip and at the proximal tip and the anchor and collagen were not returned with the device. The carrier tube hub was opened to further inspect the suture, and the component was found to have been undeployed. Functional testing was performed by attempting to deploy the component, and the component was able to be deployed successfully. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force during device retraction resulting in incomplete device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device did not function properly, and the doctor had to cut the delivery catheter off to remove everything. The procedure performed was peripheral artery disease (pad).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1, a2, a3a., a4, b5, and h6, update sections b1, b2 and h1, and provide the device return date in section d9.

Event description:
Additional information was received on (B)(6)2024: the device could not be deployed. A 5 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The estimated blood loss was 5ml. The patient was stable.